Event description:
It was reported the unit was missing one control knob. The device was returned to the manufacturer for calibration, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Battery contacts are compressed. Upper and lower case halves, both bail covers, and battery drawer are broken. Battery release and ring cover are contaminated. Lead flex cover is corroded. Atrial output control knob is missing.